Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead exhibited difficulty with helix screw deployment. Afterwards, the screw would not retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned stretched from origin length of 58cm to 59.5cm. The helix was fully extended. It was visibly slightly bent and stretched. Many turns was applied, but the helix would not completely retract. If information is provided in the future, a supplemental report will be issued.